Event description:
It was reported that during creation of left atrial geometry for an af ablation procedure, a perforation was discovered when a drop in blood pressure was observed. There was no apparent problem. A pericardiocentesis was performed.

Manufacturer narrative:
The catheter was discarded after the procedure. The lot number was not available to review the device history record. The cause for the reported perforation and subsequent pericardiocentesis remain unk. It should be noted that the physician did not make any statements regarding the cause of the perforation, and no problems were observed or communicated. Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements. As stated in the instructions for use (IFU), "vascular perforation is an inherent risk and that the catheter shouldn't be forced into the vessel".